Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual inspection of the received pfna blade impactor has shown that the plastic handle is cracked without fragmentation at the bottom side. In general is the device in an excessively used condition, there are marks of heavy hammer blows at the cracked handle visible. Also there are hammer marks at the side and at the bottom next to the attach/lock etching. The top of the device has numerous marks of heavy hammer blows, especially at the edge are some heavy marks visible. The laser etching is faded from reprocessing. The complaint is confirmed as the plastic handle is cracked. Due to the strong hammer marks at the handle is can be determined that inappropriate handling did lead to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 03.010.410, lot: l522926, manufacturing site: bettlach, release to warehouse date: 20.oct.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a pfna blade impactor broke on an unknown date during the procedure. The procedure was successfully completed with a spare instrument. This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for complaint (B)(4).